Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the noise was due to the electrocardiogram (ECG) connector being loose on the link electronic module (lem) circuit board. Product ID 2067l radiofrequency head.

Event description:
It was reported that the port for the surface electrocardiogram of the programmer was not working, that there was a lot of noise. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.